Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from a healthcare provider. It was reported that the results of the MRI scan performed were negative.

Manufacturer narrative:
(B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# b)(4), implanted: b)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained hydromorphone with a concentration of 10 mg/ml at a dose of 9.99 mg/day and bupivacaine with a concentration of 6 mg/ml at a dose of 6.99 mg/day. It was reported the patient was having a magnetic resonance imaging (MRI) procedure to check the catheter for an inflammatory mass at the catheter tip. There were no symptoms reported. The event started about 2 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.